Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced after one year due to battery depletion. It was stated the patient was able to control the programming of the ipg, so it was unclear what the device's parameters were set at. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) .